Manufacturer narrative:
The customer reported a blockage prior to the sample being run and the sample port was replaced. After the sample that had a sodium value of 165.6 mmol/l, the customer reported that the sample port had not been installed properly and the sample capillary had not been removed. The customer also reported the instrument had a calibration error. The customer reinstalled the sample port. The customer performed a full calibration, analysed external quality control and aqc levels and the instrument is performing as expected.

Event description:
The customer reported a discrepant sodium value when compared to a repeat sample. There is no report of injury due to this event.